Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for one patient sample. The initial result = 85 miu/ml, repeat result = <1.2 miu/ml (reference range is 0-5 miu/ml). There was no impact to patient management.

Manufacturer narrative:
Service inspected the instrument, performed multiple troubleshooting procedures and observed the trigger solution valves leaked. Service replaced the valve, manifold kit (rohs) and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in the complaint. Additionally, a review of complaint and trending data associated with the valve, manifold kit (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the information, no systemic issue or deficiency of the architect i2000sr, sn (B)(6), or the valve, manifold kit (rohs) was identified.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for one patient sample. The initial result = 85 miu/ml, repeat result = <1.2 miu/ml (reference range is 0-5 miu/ml). There was no impact to patient management.